Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that since implant the patient received no pain relief. It was reported that during a dye study the contrast never got to the tip of the catheter. The explanted portion of the catheter was returned for analysis. No further complications have been reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. The catheter was returned and no significant anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the issue was resolved without sequelae. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (10 mg/ml at 3.2 mg/day) and dilaudid (10 mg/ml at 3.2 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient had surgery for an unknown reason and the spinal segment of the catheter was replaced. The caller required assistance in calculating the total implanted length. No symptoms were reported. No further complications have been reported as a result of this event.